Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2012-12310. It was reported the patient felt increased pain at the lead site, weakness in the left leg and a hematoma at the ipg and lead sites. It was reported the patient was admitted to the hospital, the physician evacuated the hematoma and repositioned the lead. Follow up determined the patient's pain and leg weakness is resolved. Reportedly the physician plans surgical intervention to resolve the lead placement issue.